Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted using a proglide device in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, an unknown device malfunction occurred. When attempting to re-wire the vessel to remove the proglide device, a perforation of the vessel was noted. It was not known if the vessel perforation was the result of the proglide device or the guide wire. The method of achieving hemostasis was not reported. It was not reported if the perforation was treated. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.